Event description:
The customer claims that this is a defective probe from a im3.st kit, lot number unknown. They are returning cc1.sb for inspection. In april 2003 a licox system was placed in a pt. After a prolonged calibration period of four hours the nurses began recording both the brain oxygen and temperature numbers. It was noted from the start that the brain oxygen number was 0.0 (brain temperature always correlated well). The pt was on 100% fi02 so an oxygen challenge maneuver was not available. The resident stated that she maintained proper technique through the insertion process and didn't "feel" difficulty with its placement. All connections were checked and confirmed. The pt was not taken for a hct for placement confirmation because it was determined that pt was too unstable for traveling at that time. The stand alone monitor was replaced without change to either the brain oxygen or brain temperature readings. At the time the decision was made to replace the oxygen probe. Immediately after the probe was replaced the brain oxygen number read 99.0 and after a one hour period read 42.4 and held steady. No pt injury was reported.